Manufacturer narrative:
Product complaint # (B)(4). An empty labeled winding former and two used needles of product code eh7222, lot # pcq539 were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and body fluids and marks on body needles could be observed, the suture was received broken in two sections, with damage on the surface and stress at the suture ends caused by surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.the manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an extracardiac bypass procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke when drawing it for fifth to the sixth stitch. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.